Manufacturer narrative:
A follow-up report will be filed if more info becomes available.

Event description:
It was reported that the iab would not unwrap and as a result the md used another iab with success.